Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during thoracic operation, clip applier el5ml didn't work properly. Clips didn't close as they should and resulted in some amount of bleeding but they managed to clamp it fast and used ligatures in the end. No blood products were administered and there was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 11/15/2019. Batch # t92k57. Investigation summary the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted to be broken causing the clip to not fully advance into the jaw. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembly, 4 clips were found inside clip track. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or the manual opening of the device may bend the advancer tip back towards its original position and break the advancer tip. Please note that prior to loading a clip into the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4).